Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a broken haptic. No further information was provided.

Manufacturer narrative:
The complaint lens was returned to the manufacturer unused and in the original sealed package. Follow up with the surgery center was conducted and it was confirmed that the initially reported complaint for broken haptic was reported in error. If the lens was unopened, then there was no product quality issue. The event has now been determined not to be a reportable malfunction. Device available for evaluation ¿ yes, returned to manufacturer on 07/05/2016, device returned to manufacturer ¿ yes. (B)(4). Device evaluation: visual inspection with the unaided eye shows the return sample is delivered in the original sealed packaging. The lens was not used. Manufacturing record review: a review of the manufacturing records was conducted. Results revealed the device was manufactured according to specifications. There are no associated nonconformity reports or deviations. The product met manufacturing release criteria. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.